Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with failure to capture on the left ventricular lead. Upon review, the left ventricular lead was dislodged and needed repositioning procedure. No intervention was performed. The lead dislodgement did not have a negative impact on the patient and the patient was stable.